Event description:
A customer reported a malfunction on the pump, identified by the malfunction code malf 15. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to monitor the device and was advised to call back if the issue reappeared, which they understood and acknowledged.